Event description:
A false low advia centaur cp vancomycin repeat result was obtained by the customer on a patient sample and considered discordant when compared to the results from additional testing. The customer performed additional testing on the patient sample and the results aligned with initial result. There was no known report of adverse health consequences due to the discordant advia centaur cp vancomycin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The customer reported intermittent clot alarms and did not observe any visual clots on visual inspection. The fse inspected the sample pump pressure and transducer offset, checked the clot detection and found no issues. A transducer printed circuit board was order and replaced the following day. The customer uses serum separator tubes (sst) for serum collection. The instruction for use (IFU) states in the specimen collection and hand lining section: " note: available literature references present conflicting and complex recommendations on the use of gel barrier tubes for therapeutic drug monitoring samples. Each lab should contact their specific tube manufacturer for additional information and recommendations for therapeutic drug monitoring testing with the advia centaur systems." No conclusion can be drawn. The instrument is operating within specifications.